Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 121159: 65 items manufactured and released on (B)(6) 2012. Expiration date: (B)(6) 2017. No anomalies found related to the problem. To date, 59 items of the same lot have been sold without any similar reported event.

Event description:
About 2 years after primary the surgeon revised the patient for a hip infection. The surgery was completed successfully.